Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran low to 43 mg/dl. The customer treated with food and the reading was brought to 69 mg/dl. The drive support cap appeared normal and recessed. The reservoir showed the same amount of insulin as shown on the status screen. The customer was advised to monitor the insulin pump and the blood glucose. The insulin pump was not replaced or returned for analysis.